Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination showed the stent appeared to be slightly distorted and oval shaped. All leaflets appeared flexible and in the closed position, which is a normal finding for this valve. All commissures appeared intact. An approximately 4mm tear with smooth linear edges was observed on the belly of the right cusp. A hematoma was noted below the tear and appeared to be a result of the tear. Tear-like damage was noted on the cloth adjacent to the right cusp base stitching. Additional damage was noted on the stent cloth adjacent to the right cusp. Flexion of the right cusp was assessed and confirmed to be acceptable. No damage was noted on the non-coronary cusp and left cusp. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Damages are consistent with historical events of lacerations made by sharp instruments. The exact cause of the damage cannot be determined; however, multiple downstream manufacturing checkpoints would have identified this degree of damage prior to release from the manufacturing facility. H6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25mm bioprosthetic aortic valve, the physician noted "a very thin structure of one leaflet" and a tiny hole in one leaflet. It was reported that the valve was in the patient when the hole and "thin structure" were observed, which was suspected to be a "weak area in the leaflet surface". The value was removed and replaced by another product. No additional adverse patient effects were reported.